Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the hospital with a fever and chills. It was found the patient experienced an infection with lead vegetation. Blood cultures grew staphylococcus epidermidis. It was also found the patient experienced sepsis and endocarditis secondary to the infection. The patient was treated with nafcillin and their implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.